Manufacturer narrative:
The issue was resolved after the system dilution factor parameter was edited (corrected). The service history of the alinity ci, serial # (B)(6), verifies no subsequent false negative b-hcg result issues have been reported due to incorrect dilution factor parameter configuration after the dilution factor correction was performed. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The alinity ci-series operations manual provides detailed information on assay file installation and viewing and editing assay parameters including assay dilution configuration. A malfunction or deficiency was not identified. Based on the information within the complaint record, the module did not fail to meet performance specifications or otherwise perform as intended at the customer site. The dilution factor parameter for the module was incorrectly configured.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that positive total b-hcg results for eleven patient samples tested on the alinity ci-series system control module were reported as less than assay linearity (negative) due to a retest rule that was configured for the assay to retest samples at 1:15 dilution if a result was >15,000 miu/ml. It was discovered that the alinity was diluting samples even though the initial results were not >15,000 miu/ml. Initial positive samples generated results of <7,000 miu/ml after the retest rule was executed which were then changed to less than the assay linearity (negative). The following patient data was provided. Sid (B)(6): the result of <2 miu/ml (negative) was questioned by the doctor on (B)(6) 2022. Her previous result was 8454 miu/ml (positive) and they were checking her values because of a miscarriage. The physician did not think it would have dropped so fast. The customer immediately manually ordered the test and it repeated as 1,911 miu/ml (positive) on the same day. Sid (B)(6): the patient had positive b-hcg results of 491 miu/ml on (B)(6) 2022 and 1,494 miu/ml on (B)(6) 2022. When she arrived on (B)(6) 2022 her result crossed over into the lis system as <2 miu/ml (negative). The tech and the doctor questioned the result and it was repeated and reported out as 3771 miu/ml (positive). Sid (B)(6): total b-hcg reported out as <2 miu/ml (negative) and the physician called and questioned. At that point the tech went into the instrument and noted that the ¿actual¿ result in the instrument was 4869 miu/ml (positive) but she repeated the result just to verify. The new result that was manually resulted from the instrument was 4627 miu/ml (positive). Sid (B)(6): the patient had previous positive results of 6, 19, 27, 37, 78, 159, and 310 miu/ml. When she presented on (B)(6) 2023 her result was auto-verified at <2 miu/ml (negative) but it was immediately questioned by the tech and the doctor. A corrected result of 1849 miu/ml (positive) was then sent to the chart. Sids (B)(6) were discovered as being resulted as <2 miu/ml (negative) after investigation from the previous occurrences. Sid (B)(6): this patient has had follow up blood work revealing the accurate hcg value but the corrected result was still added to the chart. Sid (B)(6): this patient has had follow up blood work revealing the accurate hcg value but the corrected result was still added to the chart. The retest rule has been removed from the alinity ci-series system control module. There was no patient harm from the erroneous results.